Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of matrix drawer 1 failed. Can recover it and will fail again during the day was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported that matrix drawer 1 failed. The fse found a damaged spot on the pyxibus cable. The fse replaced the internal pyxibus cable and had the pharmacist log in and inventory the drawer. No issues were observed. During dchu visual inspection: pn: 120547-01: the part revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No other issues were observed. During dchu testing: pn: 120547-01: no testing was required due to evidence of thermal damage, with exposed copper strands and burn marks observed on the assy cbl pyxibus 6 drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue matrix drawer 1 failed was due to a thermally damaged assy cbl pyxibus 6 drawer (pn: 120547-01) which prevented the drawer from proper functioning.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. As per part investigation, it was determined that thermally damaged assy cbl pyxibus 6 drawer. There were no adverse events or injuries reported based on this event.